Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an alarm message for "internal battery in use" while the device was plugged in and fully charged. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an alarm message for "internal battery in use" while the device was plugged in and fully charged. A replacement power cord was ordered.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A follow up was performed with the key market (km), and the responder; however, no further details were provided regarding the resolution. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved with the replacement power cord. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Product UDI is corrected.